Event description:
It was reported that about one week after the implant procedure, the patient was experiencing a "thumping sound in the stomach." The patient was seen in the clinic and it was clarified that the left ventricular lead was causing phrenic nerve stimulation. The lead was reprogrammed and remains in use. The patient was a participant in the adapt response study. No further patient complications have been reported as a result of this event.

Event description:
It was also reported as causing diaphragmatic stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that a remote transmission revealed high threshold and no capture, and then the patient again experienced diaphragmatic stimulation and presented to the clinic. The lead was reprogrammed and remains in use.